Event description:
Boston scientific received information that the patient wit this cardiac resynchronization therapy defibrillator (crt-d) underwent a device change out procedure with a competitor representative. It was reported that during the procedure difficulty loosening the device set screws was encountered. The physician abandoned the replacement procedure. The patient returned the next day when a second attempt to explant the device was made. With minor trouble-shooting with boston scientific technical services, all set screws were able to be loosened. The device was explanted. There were no adverse patient effects. The device is to be returned for analysis.

Event description:
The device has been returned for analysis.

Manufacturer narrative:
As of today, the device has not yet been returned. Should addtional information become available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the device was thoroughly inspected and analyzed. The device longevity could not be calculated. The device was returned with a non-boston scientific wrench tip stuck in the right atrial (ra) ring. The wrench was broken off at the top of the setscrew and the retainer ring was volcanoned. The wrench tip was removed and the setscrew was found stuck against the retainer ring. The setscrew was loosened using the wrench rotation method and the setscrew moved freely in the terminal block. The right ventricular (rv) retainer ring was also volcanoed but the setscrew moved freely. All the other setscrew retainer rings were flat and all setscrews moved freely. In addition, a review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance. This device is included in the mid-life display of replacement indicators ((B)(6) 2007) advisory population.